Event description:
Reference number (B)(4). Event occurred in portugal. It was reported that patient faced infusion set blocked alarm event on (B)(6) 2024 . The glucose level was high and the patient was treated with correction with pen with rapid insulin. No further information available.

Manufacturer narrative:
E1: (B)(6) .